Event description:
It was reported that a filter that was implanted less than 5 months earlier, had migrated caudally 4 cm. This was an incidental find when the pt was scheduled for removal of the device. It was reported that the diameter of the vena cava measured under 28 cm. The filter was implanted on a trauma pt with a broken leg. When trying to retrieve the filter, a filter arm was pulled upward. It was also reported that the apex of the filter appears to be outside the vena cava, but no extravasation was noted. Pt did not have any central lines in since the filter was implanted, but it is not known if there were any other interventions during that time. The filter remains implanted, as they were unable to retrieve it. There was no reported injury to the pt and the pt remains asymptomatic.

Manufacturer narrative:
The sample has not been returned for eval as it remains implanted. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.